Event description:
On 23/jul/2024, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to a pd catheter (not a fresenius product) infection and possible peritonitis. During follow-up, the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of severe abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 9500 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 1500 mg daily for 14 days. However, on (B)(6) 2024 the patient complained of continued abdominal pain, and the nephrologist ordered the removal of the patient¿s pd catheter (suspected catheter infection, removed before confirmation could be made), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). On (B)(6) 2024, the patient¿s peritoneal effluent culture results returned negative for growth; however, the antibiotic will be completed and administered intravenously during hd therapy. The patient is recovering and tolerated the transition to hd well. The pdrn attributed causality to an unspecified touch contamination event, as the patient admits to occasionally not washing his hands during initiation and/or termination of ccpd therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient was discharged on (B)(6) 2024 and began outpatient hd on (B)(6) 2024 without reported issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which required hospitalization, antibiotic therapy, and the transition to hd for rrt. The pdrn attributed causality to an unspecified touch contamination event, as the patient admitted occasionally not washing his hands during initiation and/or termination of ccpd therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. In approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There was no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique.

Event description:
On 23/jul/2024, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) /2024 due to a pd catheter (not a fresenius product) infection and possible peritonitis. During follow-up, the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of severe abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 9500 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 1500 mg daily for 14 days. However, on (B)(6) 2024 the patient complained of continued abdominal pain, and the nephrologist ordered the removal of the patient¿s pd catheter (suspected catheter infection, removed before confirmation could be made), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). On (B)(6) 2024, the patient¿s peritoneal effluent culture results returned negative for growth; however, the antibiotic will be completed and administered intravenously during hd therapy. The patient is recovering and tolerated the transition to hd well. The pdrn attributed causality to an unspecified touch contamination event, as the patient admits to occasionally not washing his hands during initiation and/or termination of ccpd therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient was discharged on (B)(6) 2024 and began outpatient hd on (B)(6) 2024 without reported issue.